Manufacturer narrative:
Visual inspection of the returned pump identified a bubbled downstream occlusion seal. A review of the event history log (ehl) found multiple alarms that displayed cassette not attached properly. Functional testing of the pump did not confirm that it failed the pressure test; however, based on the ehl findings, the downstream occlusion sensor was replaced as a preventive measure. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4). Corrected data: corrections d3, h6, and h10.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed pressure test three times. There was no reported adverse event.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.